Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards reviewed the literature article "left main obstruction from paravalvular leak closure device in patient with surgical aortic valve replacement", september 24, 2025, by authors norman lateef, muhammad junaid ahsan, and kurt m. Jacobson. It was learned that a patient with a 25mm 11500a inspiris resilia valve after an implant duration of approximately 2 months had pvl. An amplatzer plug was placed percutaneously. Per literature, few months after post implantation, the patient presented with dyspnea on exertion, fatigue, and decreased energy, with overall nyha iii and was hospitalized for heart failure. At 2 month follow up, the patient was having dyspnea on exertion with strenuous activities (nyha I). The patient later underwent pvl closure with three amplatzer devices in different positions. Aortogram was performed showing trivial to mild ai.